Manufacturer narrative:
As received condition of device: a visual inspection of the plate shows the part is broken into two pieces. The break runs across notch width t. Marks and scratches are present on top and bottom surfaces of the plate. Part raw material was verified and found conforming. Part was inspected for under cut, at notch width s and t and was found to be conforming. Part was inspected for notch width, at notch width s, t, y and z the notch width features were found to be conforming except for notch width t (damaged: part break runs thru feature). All features that were obtainable and could be measured during the investigation passed inspection with 1 exception: feature d1 for notch width t (damaged: part break runs thru feature). No manufacturing related issues was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: dec 1, 2015. Expiration date: nov 1, 2025. The review revealed no complaint related anomalies. The device history record shows this lot of ti lcp sup clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event (B)(6) as follows: it was reported that the locking compression (lcp) superior-clavicle plate broke while it was being bent for a procedure on (B)(6) 2017. It was further reporting that after the surgeon opened the plate package he intended to bend it to fit with the patient¿s bone shape. Although he did the bending very carefully, the plate was broken at his first attempt to bend. Eventually he used a different sized plate and completed surgery. The surgery was prolonged approximately 10 minutes due to the reported event. There was no patient harm. Concomitant medical products: plate bender (part and lot unknown). This is report 1 of 1 for (B)(4).